Manufacturer narrative:
Vyaire file identification : (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.